Event description:
Four days post anterior cervical fusion pt returned to the ER complaining of fever and purulent drainage from her neck wound and ongoing pain. Examination in the ER found no drainage from the wound and pt's temperature was 97.7. Pt was admitted and given antibiotics and hydration by IV and was taken for MRI and CT scans and pt was released. Fifteen months post operative pt was diagnosed with pseudoarthrosis c4-7 after anterior attempt at fusion. Pt was returned to the or for posterior arthrodesis c4-7, posterior segmental instrumentation, and application of local bone graft.

Manufacturer narrative:
All hardware currently remains in the pt. Manufacture site and manufacture date could not be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.